Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device is outside the tube'), abdominal pain lower ('abdominal pain / more intense in the left iliac fossa') and device breakage ('even months after its removal, metallic remains were still found, specifically in the right tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menstruation irregular ("irregular menstruation") and fatigue ("tiredness"). In (B)(6) 2018, the patient experienced back pain ("pain on the left low-back pain"). On (B)(6) 2018, the patient experienced the first episode of renal colic ("renal colic") with dysuria and back pain and urinary tract infection ("neoplastic infection in the urinary tract"), 4 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced the second episode of renal colic ("renal colic") with pelvic pain. In 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("even months after its removal, metallic remains were still found, specifically in the right tube"). On an unknown date, the patient was found to have urinary tract neoplasm ("neoplastic infection in the urinary tract") and experienced asthenia ("asthenia"), abdominal distension ("abdominal bloating"), coccydynia ("pain in the coccyx"), headache ("headache with pain in the right eyeball"), dizziness ("dizziness"), vertigo ("vertigo"), vision blurred ("blurred vision"), apathy ("apathy"), cervical dysplasia ("atypical squamous cells of undetermined significance with a very intense inflammation") and cervix inflammation ("atypical squamous cells of undetermined significance with a very intense inflammation"). The patient was treated with dexketoprofen, diclofenac, fosfomycin, hyoscine butylbromide (buscapine) and surgery (hysteroscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the abdominal pain lower, alopecia, menstruation irregular and fatigue had resolved. At the time of the report, the device breakage, urinary tract infection, urinary tract neoplasm, the last episode of renal colic, asthenia, abdominal distension, coccydynia, headache, dizziness, vertigo, vision blurred, apathy, complication of device removal, cervical dysplasia and cervix inflammation outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, apathy, asthenia, back pain, cervical dysplasia, cervix inflammation, coccydynia, complication of device removal, device breakage, device dislocation, dizziness, fatigue, headache, menstruation irregular, urinary tract infection, urinary tract neoplasm, vertigo, vision blurred, the first episode of renal colic and the second episode of renal colic to be related to essure. The reporter commented: right essure inserted on (B)(6) 2014 and the left one (B)(6) 2015. Check up after removal on (B)(6) 2019: a macroscopic test shows: right tube - 6 cm-tube, where essure metallic device is found in the space when cut. Left tube - several fragments from the fallopian tube are received, the biggest of them is 3 cm. Remains of a metallic material with helix shape are also found in the same container. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - in 2015: atypical squamous cells of undetermined significance with a very intense inflammation. Hysterosalpingogram - in 2014: left tube completely permeable, apparently the device is outside the tube; no contrast run is seen on the right tube, although the proximal section adjacent to the isthmus is filled. Hysteroscopy - on (B)(6) 2015: both lined ostia are seen; impossible to access the left ostium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-sep-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device is outside the tube'), abdominal pain ('abdominal pain / more intense in the left iliac fossa') and device breakage ('even months after its removal, metallic remains were still found, specifically in the right tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menstruation irregular ("irregular menstruation") and fatigue ("tiredness"). In (B)(6) 2018, the patient experienced back pain ("pain on the left low-back pain"). On (B)(6) 2018, the patient experienced the first episode of renal colic ("renal colic") with dysuria and back pain and urinary tract infection ("neoplastic infection in the urinary tract"), 4 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced the second episode of renal colic ("renal colic") with pelvic pain. In 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("even months after its removal, metallic remains were still found, specifically in the right tube"). On an unknown date, the patient was found to have urinary tract neoplasm ("neoplastic infection in the urinary tract") and experienced asthenia ("asthenia"), abdominal distension ("abdominal bloating"), coccydynia ("pain in the coccyx"), headache ("headache with pain in the right eyeball"), dizziness ("dizziness"), vertigo ("vertigo"), vision blurred ("blurred vision"), apathy ("apathy"), cervical dysplasia ("atypical squamous cells of undetermined significance with a very intense inflammation") and cervix inflammation ("atypical squamous cells of undetermined significance with a very intense inflammation"). The patient was treated with dexketoprofen, diclofenac, fosfomycin, hyoscine butylbromide (buscapina) and surgery (hysteroscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the abdominal pain, alopecia, menstruation irregular and fatigue had resolved. At the time of the report, the device breakage, urinary tract infection, the last episode of renal colic, asthenia, abdominal distension, coccydynia, headache, dizziness, vertigo, vision blurred, apathy and complication of device removal outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, apathy, asthenia, back pain, cervical dysplasia, cervix inflammation, coccydynia, complication of device removal, device breakage, device dislocation, dizziness, fatigue, headache, menstruation irregular, urinary tract infection, urinary tract neoplasm, vertigo, vision blurred, the first episode of renal colic and the second episode of renal colic to be related to essure. The reporter commented: right essure inserted on (B)(6) 2014 and the left one (B)(6) 2015. Check up after removal on (B)(6) 2019: a macroscopic test shows: right tube - 6 cm-tube, where essure metallic device is found in the space when cut. Left tube - several fragments from the fallopian tube are received, the biggest of them is 3 cm. Remains of a metallic material with helix shape are also found in the same container. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - in 2015: atypical squamous cells of undetermined significance with a very intense inflammation. Hysterosalpingogram in 2014: left tube completely permeable, apparently the device is outside the tube; no contrast run is seen on the right tube, although the proximal section adjacent to the isthmus is filled. Hysteroscopy on (B)(6) 2015: both lined ostia are seen; impossible to access the left ostium. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.